Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Therefore, in the absence of device return and analysis the likely root cause could not be established. B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a revision procedure for an unspecified reason. No additional information is available at this time.